Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the insulin pump went blank after being in the pool. The customer¿s blood glucose level was 90 mg/dl at the time of the incident. The customer's family reported there was fluid in the battery compartment. The customer's family reported that the insulin pump was exposed to salt water in pool. The customer's family stated the contacts on the battery cap were not missing or damaged. The customer's family stated the battery compartment was neither damaged nor corroded. The customer's family stated the spring was neither damaged nor corroded. The customer's family stated that the display did not return after insulin pump restart. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.